Manufacturer narrative:
Concomitant medical product: mc1vr01us ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and measured low r-waves. Intervention was planned, but the specifics were not yet decided. The rv lead remains in use. No patient complications have been reported as a result of this event.